Event description:
"Custom pack had incorrect number of lap sponges. Major abd pack is suppose to have 2 packs of lap sponges. One pack was fine, the second pack had 4 laps instead of 5. They were passed off the field, the table was searched, the garbage's were checked and rf scanned. The patient was scanned. Everything was clear. Major abd pack- sba0cmasrg, exp: [redacted date], mfg date: [redacted date], lot#- 164362". Manufacturer response for major abd pack, major abd pack (per site reporter), notified rep.